Manufacturer narrative:
The investigation is ongoing.

Event description:
After successful deployment of a 29mm sapien 3 valve, blood came back into the atrion. The balloon was able to be retrieved through the esheath without issue. The device was evaluated on the back table and a small hole in the balloon close to the pusher was observed. The patient's native annulus was 580mm2 by CT, had mild to moderate native leaflet calcification and one large piece of calcium in the native annulus.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, functional and dimensional analysis could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Due to the device or applicable photographs not being returned for evaluation, the complaint for balloon leakage was unable to be confirmed. It was reported that the patient had mild to moderate native leaflet calcification and one large piece of calcium in the native annulus. Available information suggests that patient factors (calcification) may have contributed to the reported event. The complaint for balloon leakage was unable to be confirmed. No manufacturing non-conformities and no labeling or IFU inadequacies have been identified. Although review of complaint history revealed that the occurrence rate does exceed the (B)(4) 2016 control limits for this trend category, review of the associated complaints did not identify a trend for balloon leakage. Therefore, no corrective or preventative action is required at this time. Trending for this issue will continue to be monitored.